Manufacturer narrative:
The test results of retention samples from cov2020168 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr.

Event description:
Invalid result (s). No c or t line. Confirmed customer followed proper procedure.